Event description:
It was reported that the right ventricular (rv) lead was observed with fluctuating impedances. The impedance upper limit range was programmed lower. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-45, lead, implanted: 2008-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead exhibited oversensing or noise and that the pace and sense portion of the lead was fractured. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.